Manufacturer narrative:
Method = x-ray. Device evaluation summary: the explanted device was received and evaluated; moderate to heavy calcification was observed in the cusp area of leaflet 3, and minimal calcification was observed in the cusp area of leaflet 2. Calcification was also observed on the host tissue on leaflets 1 and 2. Moderate host tissue overgrowth also encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported to sales from surgeon that an edwards bioprosthetic valve was explanted due to aortic stenosis after an implant duration of approximately six (6) years. Records indicate one of the three leaflets calcified and stiff, second leaflet with minimal ingrowth of calcium. No further information provided.